Event description:
It was reported the procedures are being performed in the operating room. When the physician is attempting to insert the dilator over the wire into the patient's neck, he continually has issues with the dilator bunching up at the tip and will not enter through the patient's skin to allow him to complete the procedure. At which time, he has to open a new tray for a new guide wire and dilator and start the procedure over. There have been delays in treatment with no patient harm and no patient death or complications reported.

Manufacturer narrative:
(B)(4).